Event description:
It is reported that a staff member noticed that part of the stainless steel on the tibial broach was broken. According to the surgeon, no metal was left in the patient's body.

Manufacturer narrative:
This report will be amended when our investigation is complete.